Event description:
It was reported that the motor got hot when the device was plugged in (prior to use). A back device was used for the surgery. There was no patient impact.

Manufacturer narrative:
(B)(4).